Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Initial reporter phone (B)(6).

Event description:
It was reported that during a procedure, a dynamic xt steerable diagnostic catheter was selected for use. Catheter electrode mapping signal was unstable. Procedure was unable to be completed and had to be cancelled/rescheduled. No damage and no patient complications were noted. Catheter is expected to be returned for further analysis.